Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of tazocin at a rate of 11ml/hr, with a vtbi (volume to be infused) of 250ml, for a duration of 24 hours, and the delivery was started. It was reported that 14 hours and 50 minutes after the delivery was started, it was noted the delivery was complete instead of the intended 24 hours. There were no reported adverse pt effects. No medical interventions were required. The customer contact reported the pt's hospital stay was prolonged for 2 days. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The programming present in the history did not correlate with the customer contact's reported programming; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.